Event description:
Rptr stated that the implants were implanted bilaterally in the mandible and the temple area due to osteoarthritis and tmj. Prior to the surgery rptr had no movement in the area of the mandible and other affected area, but since the surgery rptr feels that the pain that rptr used to have is now worse at times. Furthermore, rptr has vertical movement of the jaw area but no lateral movement. Rptr also stated that rptr has no forward movement of the mouth. Rptr also complained that the implants feels very rigid. Rptr also stated that the teflon in the implants is causing rptr autoimmune problems. Rptr stated that they caught viral meningitis and epstein-barr virus due to a compromised immune system. Rptr also complained of having panic attacks and that rptr has to take eighteen different medications due to these attacks. Rptr stated that these implants were taken off the market and totally recalled through the FDA's action in 1993. The device does remain implanted in rptr's body at this time, however. Rptr stated that they are a veteran and that the implants were placed during active duty. Rptr wants the facility to remove the implants and to process rptr for 100% disability. Currently rptr stated they only have 30%. Rptr hopes to get support from the FDA in this regard.